Event description:
Information received indicates caregivers are injuring their backs due to patients being difficult to move on the mattress ticking. The nurse alleged that she was assisting another nurse to reposition a pt and the mattress did not allow the pt to slide up in bed. With the mattress in max inflate and a sheet and pad on the bed, the pt "sticks" to the mattress making it difficult to slide the pt. The hospital would not release any information regarding the alleged injury.

Manufacturer narrative:
The technician assisted the staff to move a (B)(6) pt up in bed and observed that the topper moved up with pt and the pt did not slide up in bed. The account requested a dartex style ticking as they believe it is easier to move the pt on it.